Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not detected on the bus. A field service engineer checked the back of the station and found that the plug was missing a screw. Then the engineer replaced the screw to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door was not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.